Event description:
Display on anesthesia machine would not power on. Anesthesia machine was removed from room. Contacted penlon about problem. They sent out local service tech. Found ventilator stuck on, not able to shut off by main switch or unplugging power, they had to open up ventilator and unplug back up battery, then plug battery back on. Power anesthesia machine back on working fine. Penlon was informed and said they are working on a resolution.